Event description:
It was reported that the biomed stated arctic sun device was not cooling. Biomed thought that they needed to replace the chiller and wanted to confirm with troubleshooting. Per follow up information received via email on (B)(6) 2022, it was determined to be a failing mixing pump not chiller pump and biomed was not sure until spoken with technical support. The biomed would-be repairing device onsite. There was no patient involvement reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed mixing pump. Biomed thought that they needed to replace the chiller and wanted to confirm with troubleshooting. It is known that the device did not meet specifications and that the device was influenced by the reported failure. The device was not in use on a patient. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.

Event description:
It was reported that the biomed stated arctic sun device was not cooling. Biomed thought that they needed to replace the chiller and wanted to confirm with troubleshooting. Per follow up information received via email on 05aug2022, it was determined to be a failing mixing pump not chiller pump and biomed was not sure until spoken with technical support. The biomed would-be repairing device onsite. There was no patient involvement reported.